Event description:
During follow-up, premature battery depletion was suspected on the device. The device was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Upon analysis, the device was received in normal working condition, with battery voltage above elective replacement interval level. The device image revealed the pacemaker was operated in high output mode with autocapture enabled. The battery trend showed an elevated level of current drain throughout the implant duration. Test results suggested that the high output settings caused the device to draw more current than expected, which may contribute to reduced longevity of the battery. Based on the field setting, the battery life is estimated to last 4.09 years. The implant duration was 4.13 years; therefore, this is considered normal battery depletion. Electrical and mechanical tests indicated the device exhibited normal characteristics.